Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was not returned for evaluation. Data logs were reviewed. There was placement signal not reliable alarm found after 6 minutes of connection pump to the aic controller. The placement signal was noted to be consistent at 3000 mmhg. Therefore, per the data log review, the root cause of the optical signal issue was most likely a damaged optical fiber line.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 54-year-old male (race unknown) undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The impella cp was delivered but was replaced due to lost placement signal (ps). The loss of ps caused no harm or injury but, the team placed a new 2nd pump after 58 hours of support.